Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of over 600 mg/dl at the time of the incident. The customer was at 102 mg/dl at the time of the call. The customer used food to treat the low and manual injections for the high, and was given fluids. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the pump appeared not to be working. The customer has been having highs and lows since (B)(6) 2017. The customer had a low of 46 mg/dl at one time. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed the dat test with 0.08800 inches. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test. Unit functioned properly. Unit was received with cracked case on display window corners, cracked lcd window, minor scratched lcd window, cracked case on reservoir tube window corners, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.